Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event troubleshooting was performed. Customer was treated with food. The insulin pump will be returned for analysis.